Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an open seal is confirmed but the root cause could not be determined. Two photographs of a 3fr sl powerpicc solo catheter kit were returned for evaluation. Inspection of the photographs found that the tyvek lid of the kit's outer pouch was opened. The seal transfer pattern was visible on the clear plastic of the outer pouch and no voids in the seal were identified, indicating that the outer pouch was initially adequately sealed. Based on the available material for review, it is unknown when or how the tyvek lid was opened. Therefore, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the glue on the package of the powerpicc came loose making the product no longer sterile. No other information was provided.